Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the black box showed one power on reset event after a low battery alarm. The pump powered up with the auditory and vibratory alarms to a blank display. The battery compartment was cracked above and below the bumper pad. No damage was found to the battery cap. The returned battery cap was able to attach to the pump. Further testing was unable to be performed due to a cracked display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.